Manufacturer narrative:
Block b3 (date of event): the exact date of the event is unknown; however, it was reported that the event occurred 4-5 months ago at the time the complaint was reported. Therefore, the provided event date 01feb2019 was chosen as a best estimate. Block h6 (device codes): the problem code 1069 captures the reportable event of needle wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken and blackened. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a microknife xl needle knife was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed approximately 4-5 months prior to the event being reported to the manufacturer. According to the complainant, during the procedure, the physician wanted to cut the papilla. The physician extended the needle and made a short cut through the papilla and retracted the needle. When the physician tried to extend the needle again to continue the cut, the needle tip had detached from the catheter and fell into the intestinal lumen. The detached needle tip was successfully recovered and removed using forceps. The procedure was completed with a second microknife xl needle knife. There were no reported patient complications as a result of this event. The patient's condition at the end of the procedure was reported to be stable and fine.

Manufacturer narrative:
(Date of event): the exact date of the event is unknown; however, it was reported that the event occurred 4-5 months ago at the time the complaint was reported. Therefore, the provided event date (B)(6) 2019 was chosen as a best estimate. (B)(4).

Event description:
It was reported to boston scientific corporation that a microknife xl needle knife was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed approximately 4-5 months prior to the event being reported to the manufacturer. According to the complainant, during the procedure, the physician wanted to cut the papilla. The physician extended the needle and made a short cut through the papilla and retracted the needle. When the physician tried to extend the needle again to continue the cut, the needle tip had detached from the catheter and fell into the intestinal lumen. The detached needle tip was successfully recovered and removed using forceps. The procedure was completed with a second microknife xl needle knife. There were no reported patient complications as a result of this event. The patient's condition at the end of the procedure was reported to be stable and fine.